Event description:
It was reported that prior to a biopsy procedure, the door allegedly was not closed and fired sometimes without activation. There was no reported patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 03/2014.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good overall condition. Sleds and cocking slide are very worn and discolored. Also, outdated sequencer weldment assembly, latch plate and cover identified during evaluation. The device was functionally tested and passed the test as gun primed and fired as normal identified during evaluation. Cover extremely hard to open. Also, during disassembly at repair process that the incorrect (damaged) spring was found in place of the sequencer spring. No other anomalies were identified. Therefore, investigation is determined to be unconfirmed for reported fires sometimes without activation. The investigation is confirmed for the reported door will not close issue. The root cause for reported fires sometimes without activation cannot be determined as the problem could not be reproduced. The root cause for the reported door will not close issue was unknown. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2014), g3, h6 (device) h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the door allegedly was not closed and fired sometimes without activation. There was no reported patient contact.